Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient had two leads from the same lot. It was reported the patient experienced stimulation turning off by itself. It happened during the patient's physical therapy session and also when the patient was resting (sitting down). Troubleshooting could not provide resolution. As a result, the patient underwent surgical intervention on (B)(6) 2016. During the procedure, it was found the leads were not anchored properly and were coiled up in the ipg pocket. The doctor explanted and replaced the leads and the issue was resolved.